Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized for low blood glucose. Date of hospitalization was (B)(6) 2015. Blood glucose at the time of admission was 21 mg/dl. The customer stated the paramedics were called to treat for their low blood glucose. Customer also reported passing out prior to their hospitalization. The customer stated their drive support cap appeared to be normal. The customer was not in a vehicular accident. Troubleshooting could not be completed at the time of the call. No additional information provided.